Event description:
It was reported that the pump did not automatically update the guardrails drug library. The pump was later used for a vecuronium infusion and that was flagged for medication error. Although request, no additional details could be provided by the hospital. There was patient involve but the clinical pharmacy manager confirmed no harm had occurred.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump did not automatically update the guardrails drug library. The pump was later used for a vecuronium infusion and that was flagged for medication error. Although request, no additional details could be provided by the hospital. There was patient involve but the clinical pharmacy manager confirmed no harm had occurred.

Manufacturer narrative:
Additional information: imdrf annex a, g codes.